Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, housing intact. Upon inspection, the problem was duplicated for motor rate issue. Pump was found to be displaying "motor service due" alarm message on power up when batteries are inserted during the investigation. Recommend motor to be checked and reset motor counter. Replace downstream occlusion sensor as a preventative measure.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited motor rate error, cassette not attached.

Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient injury.